Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Waveform data was analyzed with coe. Marked fluctuations were observed, such as leak increased and tidal volume increased. The device was re-calibrated to correct the issue. The device passed final testing.